Event description:
Related manufacturer reference number: 2017865-2022-03779. It was reported that the patient presented in clinic for device erosion and infection. The pacemaker and right ventricular lead were explanted. The patient was stable.

Manufacturer narrative:
Correction to h6 codes - include pocket erosion to clinical signs and symptoms.